Event description:
This lead has been replaced after 18 months of implantation due to insulation degradation leading to low impedance values and inappropriate shock therapies.

Manufacturer narrative:
On october 23, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.